Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor also, failed the self test during the vibrator test; the insulin pump was unable to vibrate due to broken vibrator black wire. However, the motor passed the motor test. The insulin pump was received with normal operating currents and passed the a21 error, displacement, rewind, basic occlusion, prime and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed multiple motor error alarms. Customer's blood glucose was unknown. Device was able to rewind. Customer mentioned the vibrator on the device was not working. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.